Manufacturer narrative:
(B)(4).

Event description:
It was reported that atrial noise episodes were noted. When opening the pocket a lead insulation anomaly was observed. The lead was explanted and replaced. The patient's condition is stable after the event.